Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Additionally, it was reported that the pump usb port was cracked resulting in difficulties charging the pump. There was no adverse impact to the customer¿s blood glucose value. Reportedly, the customer reverted to an alternate method of insulin therapy.